Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received there was tissue damage(severed the renal artery ). Fixed by sutures to the artery. The blood loss of estimated 500 ml due to the product problem. Hospital stay extended due to issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a right hand assisted laparoscopic nephrectomy. When the stapler was applied across the renal artery they heard a loud crack and the stapler did not fire. The surgeon was able to squeezed the handle and press the green button. The staple did cut the tissue. The surgeon noted that the renal artery was severed and was able to clamp artery and maintain control. There was tissue damage (severed the renal artery ). Fixed by sutures to the artery. The blood loss of estimated 500 ml due to the product problem. Hospital stay extended due to issue. The surgical time extended by more than 30 minutes due to the product problem. The surgeon made the decision to convert to open nephrectomy. The patient was stable and discharged home. Patient is being followed by his primary care provider for chief complaint of htn (treated with medication).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a right hand assisted laparoscopic nephrectomy. When the stapler was applied across the renal artery they heard a loud crack and the stapler did not fire. The surgeon noted that the renal artery was severed and was able to clamp artery and maintain control. The surgeon made the decision to convert to open nephrectomy. The patient was stable and discharged home.